Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated abdominal aortic aneurysm (aaa) on (B)(6) 2017 with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal stent graft. Routine follow-up conducted on approximately (B)(6) 2026 identified dilation of the implanted grafts. It was reported that based on recent computed tomography, the vessels have dilated significantly and the aortic length has remodeled from 113mm to 168mm over the past 9 years. The afx vela suprarenal stent graft is apparently lacking overlap from the afx2 bsg and the neck is measuring 40mm wide. The graft fabric and metal is also measuring 40mm wide. The iliac arteries are measuring 30mm wide and as wide as 39mm. The patient is being monitored while reintervention plans are being discussed.